Event description:
It was reported that there was residual stimulation after stimulation was turned off and that was annoying and painful to the patient. He had had reprogrammings but it had not helped. As a result, the device was planned to be explanted on (B)(6) 2015. The patient was alive with no injury at the time of this report. It was later reported that the explant was completed on (B)(6) 2015. All the components were removed and the patient was doing fine at post-op.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).